Event description:
(B)(6) 2022 rtg0326589 (con): information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient (pt) reported they had a surgical replacement today because it had a bad part, they just got back from the hospital and all they know is they were doped up and they are supposed to call the rep tomorrow to go over their new equipment but there is no rep name or phone number anywhere. Offered to assist pt to help with the equipment use but pt did not know their model number for their new stimulator and did not have the ID card. Pt said their sister is not there and their sister usually makes the adjustments with the control equipment. Pt asked if it auto starts working, pt wondered if it was not charged up (stim turned on) because they had urgency (today) and did not have urgency before the surgery, pt also wanted to understand the cords and pt was not sure which ones went with their new/old equipment. Offered to send email to the reps to call pt b ack. No further complications were reported at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.